Event description:
Customer reported he was having issues with sensor. Customer's most current blood glucose was 257 mg/dl. Customer was stating that the insulin pump will say the sensor glucose was high and he will check and blood glucose was fine. The insulin pump will alarm calibration errors. Customer was unable to upload to carelink. Customer did not get training on how to upload. Customer calibrated three times a day. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.